Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (omsc) and to update the following sections: g3, g6, h2, h4, h6 and h10. The omsc performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the omsc and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the no ignition on the main lamp and the emergency lamp malfunction was attributed to a faulty main board due to deterioration of the parts on the main board. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the omsc will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found both main lamp and spare lamp do not ignite due to faulty printed circuit board. Additionally, the olympus lamp life has approximately 409 hours. The device was repaired to specifications and returned to the asset stock. A review of the asset's repair history shows the device was last serviced on march 12, 2021; no problems were found / inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, both the evis exera iii xenon light source's main lamp and spare lamp malfunctioned as they do not ignite. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.